Manufacturer narrative:
Additional information was received that the intraocular lens was explanted on (B)(6) 2016. The serial number for the lens explanted was additionally provided. Catalog #: zxt150i180, serial number: (B)(4), expiration date: 04/10/2020, (B)(4). Device available for evaluation: yes. Returned to manufacturer on: 12/19/2016. Device returned to manufacturer: yes. (B)(4). Device evaluation: the explanted intraocular lens (iol) was returned to the manufacturing site for investigation. Visual inspection was performed using 12x magnification. It can be seen the returned lens is torn through the optic, and was most probably (likely) to make the explant possible. Considering the condition of the returned lens, additional analysis is not possible. The customer's reported event could not be confirmed. Manufacturing record review: a review of the manufacturing records was performed. The product was manufactured according to specifications. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the intraocular lenses. Based on the results of the investigation, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Age/date of birth: unknown, not provided. Serial number: unknown/not provided. Catalog #: a complete catalog number is unknown as serial number was not provided. Expiration date: unknown as serial number was not provided. Unique identifier (UDI#): not available since product serial was not provided. If explanted, give date: n/a (not applicable), the lens remains implanted. Telephone number: (B)(6). Device manufacture date: unknown as serial number was not provided. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that in a (3) months post op visit, a female patient is experiencing vision problems with symfony toric intraocular lens (iol), model zxt150 and asked for the lens to be removed. The patient describes severe symptoms of light as ''too bright'' with marked halos and starburst at night, computer screen ''glows'', ''a glistening or quivering of vision, like light reflected off the sea'', shadows at the sides of her vision and stating she can see the lens. For correcting the refractive error and to help with the glare, doctor prescribed driving glasses for night, which have not helped the patient and the doctor is not planning to do refractive surgery. The patient uses 1.25 hobby glasses for the computer. It was stated that the iols are quite well centered - slightly up and nasal in the pupil. There is some posterior capsule opacification (pco), but with good refractive correction the doctor is not planning to do a laser capsulotomy. The doctor is thinking he may need to switch the left (os) iol for a monofocal toric with a near target (-1.75). Doctor is hopeful that the symptoms would settle leaving the patient's right eye with the symfony as she initially was ok, but may need right monofocal toric for distance. Right eye (od)was first, (+17 diopter): result -0.75/ -0.25 x 010 = 6/4.5, unaided visual acuity: 6/9 and n8, plano was the target. The patient was ok with this result, and they agreed she would be better off with both eyes done. Left eye (os), (+18 diopter): result plano / -1.25 x 48 = 6/4.5, unaided visual acuity: 6/9 and n8. Further information was provided that explant will happen but a surgery date is not yet set. This report pertains to the patient's left eye (os). A separate report will be submitted for the right eye (od).

Manufacturer narrative:
The following information was provided for the patient's left eye. The patient was last seen in (B)(6) 2016. Left eye now has monofocal toric, target was -1.6, outcome -1.37. N6 unaided at 60cm. Unfortunately she appreciates +0.50 to improve her near. Positives: glow around lights that she had is gone. Manages unaided until end of day - then uses +1.0 glasses. No further information was provided. All pertinent information available to abbott medical optics has been submitted.